Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call on (B)(6) 2018 of high blood glucose readings. Blood glucose level was 423 mg/dl at the time of incident. Transmitter was also unable to connect to sensor. Troubleshooting was performed but was not able to resolve the issue. No symptoms or treatment was reported. Product will not be returned for analysis.